Event description:
Treatment of an avm. It was reported the patient's avm was treated with nbca and two vials of onyx via one marathon catheter. On the same day, the patient experienced ataxia on the right side. Afterward, the patient underwent gamma knife treatment and reported the symptom has improved and was discharged.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as they were consumed in the event. Model# and lot# of other onyx involved: model: 105-7100-080/lot: 9283247 - dom: 09/28/2010 - exp: 08/01/2013. (B)(4).